Event description:
It was reported that the lead triggered an alert due to an impedance spike on the superior vena cava (svc). A non-invasive programmed stimulation (nips) procedure was performed and also a defibrillation threshold test. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 lead, implanted: (B)(6) 2011. (B)(4).